Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information received from customer will be included in a follow up report. (B)(4). Carefusion field service inspected the suspect device and replaced the gas delivery engine (gde) and ran operational verification procedures, the unit passed all tests and runs according to service specifications. This reported issue has been identified to be related to a known issue being addressed through a field corrective action. Remediation and repair of the suspect device has been completed and no further investigation is required.

Event description:
The customer reported while using the avea ventilator, it is alarming circuit occlusion, safety valve and ext high ppeak after passing the extended self-test (est). The customer reported no patient involvement associated with this event.